Event description:
Info received indicates the bed's right siderail will not lock in upright position.

Manufacturer narrative:
The technician found the latching mechanism was sticking. The technician cleaned the siderail latch assembly to repair the bed.